Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: section c. Additional methods code: device not returned (4114). Investigation ¿ evaluation: a representative from (B)(6) hospital informed cook of an incident involving a ultrathane mac-loc locking loop biliary drainage catheter. On (B)(6) 2020 during a biliary tube exchange procedure, the blue flexible stiffener was sticking and could not be removed from the catheter. It was confirmed this occurred two times from the same lot. The device was completely removed from the patient and a different manufacturer¿s device was used to successfully complete the procedure. There were no adverse effects to the patient other than increased procedure time and pain to the patient with multiple attempts. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots found no related nonconformances. A database search was completed on the complaint lot and no additional complaints were found. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, no related non-conformances and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in field. A CAPA has been opened to address this issue and is currently undergoing investigation. Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common device name: lje, gbo. Occupation: rtr manager. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an unknown patient required placement of an ultrathane mac-loc locking loop biliary drainage catheter for an unknown procedure. The operator reported that with two consecutive catheters there was difficulty in removing the plastic stiffener despite flushing before and during removal over the wire. The operator used another competitors device to complete the procedure successfully. No other adverse events were reported.

Event description:
Additional information received 31jul2020 stated the procedure was a routine biliary tube change.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b3, b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.